Event description:
It was reported that during an unknown procedure, the device locked out with error sound. There was no adverse consequence to the patient. Another device was used to complete the case.